Manufacturer narrative:
(B)(4). Complete patient demographic information is not available due to privacy laws. The device history record was reviewed. No relevant noncomformances were found. The device remains implanted and functional. H6 updated.

Event description:
It was reported that the patient had discomfort at the implantable pulse generator (ipg)site after losing significant weight, and the ipg became prominent. The patient underwent a surgical procedure to reposition the ipg in the same pocket without complication. There was no report of patient harm or injury. The patient was given an antibiotic post-surgery. Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Manufacturer narrative:
Mml #(B)(4). Complete patient demographic information is not available due to privacy laws. The device remains implanted and functional, therefore no device evaluation can be performed. The device history record was reviewed, and no relevant nonconformances were found. The possible root cause was patient's weight loss which caused discomfort. Corrected e1.

Event description:
It was reported that the patient had discomfort at the implantable pulse generator (ipg)site after losing significant weight, and the ipg became prominent. The patient underwent a surgical procedure to reposition the ipg in the same pocket without complication. There was no report of patient harm or injury. The patient was given an antibiotic post-surgery. Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Manufacturer narrative:
Mml # (B)(4). Complete patient demographic information is not available due to privacy laws.

Event description:
It was reported that the patient had discomfort at the implantable pulse generator (ipg)site after losing significant weight, and the ipg became prominent. The patient underwent a surgical procedure to reposition the ipg in the same pocket without complication. There was no report of patient harm or injury. The patient was given an antibiotic post-surgery. Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).